Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that there was an issue with the history and settings of their device. This complaint is being reported because it was not resolved at the time of the call. There is no evidnece to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/05/2013. Device evaluation:the device has been returned and evaluated by product analysis on 11/25/2013 with the following findings: during investigation, a review of the pump history showed the last bolus and the last basal were delivered on 07/25/2013. No alarms outside of normal patient use were observed in the history. The boluses and basal added up appropriately to total the total daily dose. A 10u normal bolus and a 10u audio bolus were performed successfully were accurately recorded in the pump history. The pump successfully passed a 29 hour flow accuracy test. No alarms occurred during testing. The pump found to be operating within required specifications and delivering accurately. The history/settings issue was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.